Event description:
A consumer reports that following intraocular (iol) implant surgery, they are experiencing pain and their eye feels like there is something in it. They also state that their vision has decreased from 20/50 right after surgery to 20/70. They state they will not be going back to the implanting surgeon and are being seen by two retinal specialists. The association between this event and the iol is not known. Additional information has been requested from the implanting surgeon.